Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The customer reported that the monitors in the control room are blank. The flexvision monitor has a blue screen with a message: windows shutdown to prevent damage to the system. Fse analyzed the logs and found messages that flexvision pc did not boot. Upon troubleshooting, fse found flex vision pc software was not working. The software was reloaded a couple weeks ago. To resolve the issue, fse replaced the flexvision pc in the next follow-up work order and returned the defective pc for failure analysis. Upon failure analysis, the cause of the failure of the flexvision pc was found to be a dual in-line memory modules (dimms). Due to manufacturing issues, the dimms may not function as intended, leading to issues with the allura xper system's imaging processing pc, host pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1156-2024. After the replacement of the flexvision pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.